Event description:
It was reported the customer's threshold suspend feature would be falsely triggered. Customer stated their blood glucose would range from 200 mg/dl to 400 mg/dl when the threshold suspend was triggered. The customer also reported their meters would have different readings. Customer was advised of the proper techniques to avoid inaccurate readings with the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.